Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the sleeve was loose during the surgery. The procedure type was unknown. The surgery was completed after replacing the product with another one. There was no impact to the patient.

Manufacturer narrative:
One active fluidics management system with a manual handpiece was visually inspected. Irrigation flow rate with the lab stock 0.9 mm mini balance tip, the returned infusion sleeves and the manuel handpiece was performed on the console software. The infusion sleeve was attached to the handpiece firmly in the returned condition. The flow rate was between 60 cubic centimeters per minute and 64 cubic centimeters per minute. The irrigation free flow rate was within specification. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event as the returned product met specifications. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product meeting specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).